Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) alleged that the device was 'not working properly'. They mentioned that the patient has had several surgical procedures due to this allegation, and that the physician wished to replace the device. Additional information was provided that the rv lead was 'looped' in the right ventricle outflow tract (rvot), thus believed to be causing arrhythmias and subsequent shocks to the patient. The device was suspected to be working properly.